Event description:
Post-op a lap adjustable band procedure, the port and band were infected. The pt is on antibiotics. There were no other patient complications.

Manufacturer narrative:
Date sent: 6/23/2009. Info is unavailable; device was not returned for evaluation.